Manufacturer narrative:
E1:name- medtronic minimed. Street-18000 devonshire street. City- northridge . State- ca . Zip code- 91325-1219 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula event on 31 mar 2026. The blood glucose level was high, and the patient was treated with insulin pump.